Event description:
It was reported that during the pre-use check, leakage of air was detected. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Four (4) pictures were attached, during the analysis conducted it could be observed a top view of the circuit product. The other pictures make focus to a section was tier damage is observed due embedded resin in circuit. Visual inspection: sample presented a tier damage due embedded resin in the circuit; thus, failure mode is confirmed. Per trend review as leakage failure an escalation was performed to investigate this failure and determine the root cause through a CAPA. The principal cause defined by the team is the screw and barrel wear on flights, condition that affect directly to the internal plastination process due worn flights on screw. The cause of the reported problem was traced to manufacturing process. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. Device expiration date and device manufacturing date are not available. UDI#: unknown; premarket (510k) number: unknown.